Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced pod issues while led to hospitalization. They reported receiving a blood glucose reading of 'high' (over 400 mg/dl) from their dexcom continuous glucose monitor while wearing the pod. The patient also reported receiving multiple automated delivery restriction alerts which they reportedly continued to ignore while their blood glucose levels continued to rise. Details regarding the date when medical attention was sought, symptoms, treatment and additional information regarding the medical event were not obtained after multiple attempts of follow-up.